Event description:
A doctor reported a memorylens implanted (eye unknown) in 1999 has optic haze present on the lens. M.d. Plans to explant in the near future. Several attempts have been made to obtain additional information. No further information is available at this time.